Manufacturer narrative:
The referenced report of the previous external percutaneous lead repair is covered under medwatch MFR#2916596-2015-00893. Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. Approximate age of device 4 years and 5 months. The replaced external portion of the percutaneous lead was returned for evaluation. The report of a potentially compromised percutaneous lead was confirmed based on the evaluation of the returned lead. Approximately 28 inches of the external portion/distal end of the percutaneous lead was returned. Examination of the previous replacement revealed some damage to the distal end of the replaced portion of the driveline. Tape had been previously applied to this area. Continuity testing was performed on the returned portion of the lead and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed a breach in each of the insulations of the brown and green wires approximately 10 inches from the portion of the driveline that connects to the system controller. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires had the potential to interrupt lvad function. The patient remains ongoing on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the lvad system produced pump stoppage events and erratic parameters while connected to the power module. The patient was reported to be asymptomatic. Log file analysis completed by the manufacturers technical services representative confirmed the pump stoppage events. On (B)(6) 2016, the manufacturers technical services representative performed a distal end percutaneous lead (driveline) repair. The patient was placed on a grounded power module patient cable post repair with no further reported pump stops. No additional information was provided.